Manufacturer narrative:
(B)(4). Conclusion: implanting device in a short and angulated aortic neck.

Event description:
Additional information was received for this case. Films were reviewed; review of pre-implant cta's revealed that the patient had a 5 cm maximum diameter aaa, which contained thrombus (2cm average flow lumen diameter). The proximal neck was angulated 50deg (l-r), and the neck diameter (flow lumen) just below the renal arteries was 20 x 18mm. The distal aortic diameter was approximately 15mm and calcified. The take-off of the left common iliac artery was acutely angulated approximately 90 deg, and very calcified. The lcia diameter was 10mm. The right common iliac artery was mildly calcified/tortuous. The rgia diameter was 13 - 9mm. The externals were 7 -8 mm in diameter; bilaterally. Images post-implant were not provided. The cause of the reported stent graft occlusion on the left side could not be determined. It is possible that the small and calcified aortic bifurcation and severely angulated and calcified left common iliac artery may have contributed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was short and angulated. It was reported that the patient presented with pain. The CT revealed that there was stent graft occlusion. The physician stated the risks associated with trying to remove the blood clot were too high considering the extremely hostile aortic neck. The physician elected to perform a femoral to femoral bypass and the blood was restored. No additional clinical sequelae were reported and the patient is fine.